Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. It was reported that the customer had current blood glucose levels of 6.4 mmol/l. It was reported that the customer does not alleged that the insulin pump was under delivering the insulin. Troubleshooting was performed. The customer reported that the insulin pump failed the high pressure test. Product is expected to return for analysis.